Manufacturer narrative:
Unit received with blank display and battery tube heating up due to burned components at the battery tube power board, motor flex connector, force sensor flex connector, keypad flex connector, printed circuit board and internal battery connector red cable. Unable to verify operating currents or perform selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for device heating up. Blood glucose was 103 mg/dl. Customer reported that while attempting to change his infusion set, he noticed that the insulin pump started to alarm, then noticed the insulin pump was smoking right before it turned off. Customer reported that the battery compartment smells like burning plastic when removing the cap. Customer is not calling back after previous troubleshooting for a pump hot. The insulin pump was returned for analysis.